Manufacturer narrative:
The recipient¿s device will reportedly not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed as we no longer considers this event reportable. The recipient passed away as they suffered from nasopharyngeal carcinoma. The recipient's device was not explanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was not reimplanted.